Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results: there are no previous complaints of this code batch of which was manufactured and distributed (B)(4) units of this code batch. There are no units in stock in the warehouse. There were 23 unopened pouches, two of them have marks of leakage in the pack. The open sample received (2nd pack only) shows the same incidence. All defective samples have no solution inside the 1st pack. The rest of samples are correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Please note that this product must be stored below 25ºc in order to avoid leakage issues, as indicated in the product labeling. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is confirmed by evidence of the samples received.

Event description:
Country of complaint: malaysia it is reported that there is leakage of the suture package which caused the fluid to almost dry up in the sterile suture pack. The leakage was detected before use and there was no impact to a patient.